Event description:
Rep called patient services to review tablet programming. They provided additional information regarding the allegation that the patient's lower limit increased without the provider intentionally doing so. They said patient had stim too high, but the lower limit was still too high for them at 3.0 (measurement not confirmed). Rep claims provider (hcp) handwrites their visit notes instead of entering them into an electronic medical record. The hcp's handwritten notes indicated lower limit was set to 1.0. Rep wondered if issue was due to a documentation error on hcp's end and said they would do some education with hcp. Agent suggested that the rep continue to monitor this account and to report the issue if it happens again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that they noted that the issue began shortly after the december appointment, where regular adjustments were made, and progressively deteriorated, leading to three falls upstairs until their doctor reduced the stimulation back to the intended level during their april appointment, which immediately alleviated the symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that they interrogated clinicians tablet. The session reports correctly reflect the changes that were made. Group ¿b¿ was revised on (B)(6) 2025. Group b went from a non-optistim program of 11+, 10- 3.65ma, 80 microseconds, 140hz to an optistim group 11+, 10-, 9- with display amplitude of 4.95 ma, 80 microseconds and 140 hz, amplitude on contact 9 at 1.40 ma and contact 10 at 2.50. With the change to an optistim group, the limits were changed from 1.05ma - 3.70ma to 3.00ma ¿ 5.25ma.the cause of the confusion is the difference between a non optistim amplitude compared to the displayed amplitude in an optistim group.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient presented with lower extremity weakness, and upon review, it was found that programming limits had changed unexpectedly. During the patient's last visit, the amplitude was set at 2.25 ma, but the patient had made changes since then. Upon interrogation of the device, it was discovered that the patient had increased amplitude to the upper limit of 5.2 ma, and the lower limit had somehow changed to 3.5 ma. After adjusting the amplitude back down to 2.25 ma, the patient's weakness improved, returning to normal. The patient's programming limits were reset to their previous settings. No environmental or external factors were identified as contributing to the issue, and no diagnostics or troubleshooting have been performed yet. The issue was resolved at the time of the report.